Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074; exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). Maquet sas became aware of an incident with a surgical light volista device. As it was stated, the nut for fixing of spring arm cover detached from the device during the surgery. There was no injury reported however we decided to report the issue in abundance of caution as any part falling into the sterile field or during the surgery might be a source of contamination. During the course of investigation it has been established that one month before the issue occurrence, the demonstration of the competitor¿s surgical light took place at the customer site. It was stated that the service engineer from the competitive company detached and attached the volista device without contacting getinge representative. The hospital staff was not able to confirm whether the competitor engineer performed any action in the area that failed later on or not. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. At the time when the event occurred the device was being used for patient treatment. As stated by technician, preventive maintenance is not performed by getinge representatives and we have no information available regarding the responsible for this task. Moreover, looking at the fact that the competitor engineer was working with maquet device one month before the issue occurrence, we can assume that the most likely root cause of this issue is lack of maintenance. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that this is the first complaint of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(6).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- volista access. As it was stated, the nut for fixing of spring arm cover detached from the device during the surgery. There is no injury reported however we decided to report the issue in abundance of caution as any part falling into the sterile field or during the surgery might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).